Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer had reported a past fill estimate issue. Cold insulin had been used . The customer blood glucose levels was not impacted. Customer is no longer having fill estimate issues.